Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button issues and buttons were harder to press, it had battery issues, reservoir port was chipped and motor grinds during rewind. Blood glucose level of the customer was unknown. The customer also reported that the insulin pump received random no delivery alarms couple of times and had false low battery alerts and had to rewind more than once during battery change. The insulin pump will not be returned for the analysis.